Manufacturer narrative:
A sample is expected, but has not yet been rec'd for eval. Investigation including rooting cause analysis is in progress. A supplemental MDR will be filed as necessary with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that aspiration was poor while performing the irrigation and aspiration portion of the procedure. The screen displayed a normal value, even though the aspiration was poor. The problem was resolved after replacing the probe with another one. The procedure was completed with no pt harm.